Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had lost power and that the controller on drawer 2 was damaged, which prevented the station from booting up. The drawer was disconnected, allowing the station to power on successfully. The field service engineer (fse) replaced the row board cable to address the issue and performed testing using the hardware testing application. The fse confirmed proper operation and validated functionality with the user. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bj-9100n station lost power and a blown controller on drawer 2 prevented the station from booting up. The affected drawer was subsequently unplugged, allowed the station to boot successfully. The issue appeared isolated to drawer 2, which remained non-functional and required further evaluation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.